Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode, clotting, because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer returned and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The citrate tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product."

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "citrate tubes 363048, lot 2256241,2227707 show blood clots. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2256241. D.4. Medical device expiration date: 2023-05-31. H.4. Device manufacture date: 2022-09-13. D.4. Medical device lot #: 2227707. D.4. Medical device expiration date: 2023-04-30. H.4. Device manufacture date: 2022-08-15. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "citrate tubes 363048, lot 2256241,2227707 show blood clots. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this."